Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while testing with bd bactec¿ fx, instrument top, packaged 17 false positive results were obtained. There was no indication that results were reported out, and there was no report of patient impact. The following information was provided by the initial reporter: (B)(6). No results were sent to doctors. I asked the client to send the log to better identify what may have happened, waiting for a response.

Manufacturer narrative:
H.6 investigation summary: a complaint of "false positive results" was received against instrument top bactec fx, material no: 441385, serial no: (B)(6). . Field service engineer was dispatched and rack connectors were checked to make sure that they were properly seated. The complaint is confirmed. The root cause is related to "possible bad contact in the rack connectors". Review of device history record for instrument serial number, (B)(6). Is not required because this complaint does not allege an early life failure or failure at installation and has changed configuration since release from manufacturing due to service repairs/pms. Device was installed on (B)(6). 2021. Samples were not received by quality for investigation and thus, returned material investigation could not occur. Service history review revealed no previous complaints for this issue. No new risks, trends, or hazards were identified. Bd will continue to closely monitor for trends.

Event description:
It was reported while testing with bd bactec¿ fx, instrument top, packaged 17 false positive results were obtained. There was no indication that results were reported out, and there was no report of patient impact. The following information was provided by the initial reporter: 17 false positives no results were sent to doctors. I asked the client to send the log to better identify what may have happened, waiting for a response.